Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03768 / 03769).

Event description:
It was reported that patient underwent a retrograde nailing procedure utilizing a connecting bolt on (B)(6) 2015. During the procedure, the nail would not engage with the connecting bolt. The nail would only advance one and a half to two threads when it was being attempted for implantation into a very tight femur. Therefore, the targeting jig and connecting bolt were not used and the surgeon implemented the freehand technique to complete the procedure. There was a delay of forty-five minutes as a result.